Manufacturer narrative:
Upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use at the time of the reported event and therefore does not present potential risk of patient harm or injury.

Manufacturer narrative:
(B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator experienced a primary alarm failure during clinical use. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.